Manufacturer narrative:
This is the same event as 3010536692-2016-00694.

Event description:
Allegedly, the patient was revised due to the following mom complications: metallosis; cystic debris within the pelvis (left).